Event description:
During a laparoscopic appendectomy, an ez35 was used. It was unk if a blue or white insert was used in the device. The surgery was completed. The pt was brought back to surgery for reoperating due to "bleeding out". When the pt was opened, blood was found in the abdominal cavity. It is unk if the pt received any blood. 12/10/96 medwatch received from user facility. "Endo appendectomy performed using endo linear cutter ez35w-pt returned to unit with difficulty-11/27/96 for exp lad due to distended abd. And hgb8-1-1ct 24. Physician stated product did not provide hemostasis. 12/9/96 dr performed a laparoscopic appendectomy. The pt during the post operative period lost a significant amount of blood and open exploration was required to control bleeding in the mesoappendic. Dr was angry and has lost at least $25,000 in referals because of this particular case. Since this was a board members relative.